Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the cannula shaft is too tight for the scissors. A replacement unit was used to complete the procedure. No patient complications were reported.